Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/26/2024. Additional information: h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-03110, 2210968-2024-03111

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024, and suture was used. The provider was placing sutures on patient and the needle broke off the string as soon as she put it into/through the skin. The provider had to push the punch tool back into the spot to get the needle to remove it. A new suture was opened and the needle broke off the string again. Provider used the same technique to remove the needle. Lot numbers were found to be the same. They found a new suture with a different lot without issue. There was no harm to the patient. No further information was provided.